Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Patient went to the emergency room (ER) due to low blood glucose (bg) levels dropping to 40 mg/dl. The patient reported feeling, "faintish". At the hospital, the patient was monitored and was given juice. The patient was released a few hours later.